Event description:
It was reported the fiber tip broke. It is unknown how the procedure was completed and there were no complications with the patient reported.

Event description:
It was reported the during a photoselective vaporization of the prostate (pvp) procedure the metal fiber tip broke at 60,000 joules and 20 minutes of use. The fiber was cleaned during the procedure. The procedure was completed with a second fiber with no complications with the patient reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end is torn. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported the during a photoselective vaporization of the prostate (pvp) procedure the metal fiber tip broke at 60,000 joules and 20 minutes of use. The fiber was cleaned during the procedure. The procedure was completed with a second fiber with no complications with the patient reported.